Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 107mg/dl (this was the only result provided the reported issue notes). Tests were done within <10 mins with a difference of >20%. Pt did not experience any adverse events. No further info has been reported.